Event description:
Customer reported a malfunction that occurred after swimming when the pump got wet, which was identified as malfunction code 13 and could not be reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.